Manufacturer narrative:
Siemens is investigating the event.

Event description:
Discordant, falsely depressed calcium results were obtained on two patient samples on a dimension vista 1500 instrument. The initial results were reported out to the physician(s). The customer reviewed their quality control (qc) and found it was out of range. The customer repeated the same samples on an alternate dimension vista instrument, resulting higher. The customer issued corrected reports. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed calcium results.